Event description:
During a follow-up, noise and inappropriate shocks along with intermittent pace sense impedance were observed on the electrograms. The noise and drop in impedance was reproduced by pocket manipulation, the decision was made to explant the lead.